Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/07/2018. (B)(4). The service engineer (se) inspected the device and determined that the reported issue was due to the settings. The se adjusted the settings and determined the ventilator to be normal. No parts were replaced. No parts were replaced, therefore, no parts could be returned to failure investigation and the root cause of the reported issue could not be determined.

Event description:
It was reported that a v60 ventilator was unable to measure respiration. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 10dec2018. Date of manufacturer: 10dec2018. The initial report was filed in error. Information was received that the device was not a v60 ventilator as initially reported.